Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial# (b)(4, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare professional via the manufacturer representative reported that the patient's system was explanted due to infection. The issue was resolved at the initial time of report, and the patient's status was alive with no injury. No event cause was reported for this event. No event date or troubleshooting/diagnostics were reported for this event. Follow up information was requested to determine event cause, event date, any additional symptoms, and troubleshooting/diagnostics performed related to the reported issue. If additional information is received, a follow up report will be sent.